Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 100 mg/dl. Customer's sensor glucose level was 50 mg/dl. Customer advised they have frozen shoulders and mostly sleep on their back. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to reposition the sensor insertion so the transmitter comes down into the sensor to connect vertically to avoid tension on the sensor. Customer was advised to monitor the sensor and the insulin pump and to call back if issues persist.